Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cobas 8000 cobas ise module (double) serial number was (B)(6). The field service engineer found a clot inside the sample probe. He replaced the sample probe and performed all horizontal adjustments. He performed precision testing with results within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas 8000 cobas ise module (double). The samples were repeated on another cobas 8000 ise module. One example was an initial sodium result of 132 mmol/l and a repeat result of 138 mmol/l. The repeat results were believed to be correct.